Event description:
It was reported that the right atrial (ra) had high thresholds and was dislodged. The lead was explanted and replaced by an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. (B)(4).